Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). At 11:10 a.m., a sample from the patient was tested using the meter, resulting with a value of 1.9 inr. At 12:54 p.m., a sample from the patient was tested in the laboratory using innovin reagent (isi = 1.10) on a sysmex cs2500, resulting with a value of 1.4 inr. The patient's warfarin medication dosage was increased based on the meter result. The dosage was increased to 8 mg. One night, 7 mg. One night, normal 7 mg. One day a week, and 6 mg. The rest of week. The patient's therapeutic range was 2.5 - 3.5 inr. The patient's testing frequency is once every two weeks.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.5%. The results alleged by the customer were not observed in the meter¿s patient result memory.